Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a cotton tipped applicator. The customer reports that the sticks are breaking while he is cleaning his stoma and the cotton tip fell off. The customer was able to do an abdominal trust to force the tip out and no further medical intervention was needed.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.